Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic adhesions (vesicouterine adhesions). Concurrent conditions included pelvic pain, paratubal cyst (cyst on ovaries; para tubal cyst) since 2004, endometriosis and cervicitis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection: bladder"), urinary tract infection ("infection: urinary"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, dysmenorrhoea, fatigue and dyspareunia outcome was unknown. The reporter considered cystitis, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2012, the procedure was uneventful. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received.. The case was medically confirmed. The reporter information was updated. This case concerns adult patient. Her historical condition and concurrent conditions were added. Lab data was added. Essure insertion and removal date was updated. Essure indication was added. Event: severe physical injuries was updated to pelvic inflammatory disease, nickel allergy, dysmenorrhea (cramping), pain: pelvic and fatigue. The event: abnormal bleeding (vaginal, menorrhagia), infection: bladder/urinary, migration of essure device, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and fatigue. Essure legal manufacture has changed from (B)(4) healthcare, llc, (B)(4) to (B)(4) , and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforation through the tube"), device dislocation ("migration of essure device") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic adhesions (vesicouterine adhesions) and caesarean section. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included pelvic pain, paratubal cyst (cyst on ovaries; para tubal cyst) since 2004, endometriosis, cervicitis and nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection: bladder"), urinary tract infection ("infection: urinary"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, dysmenorrhoea, fatigue and dyspareunia outcome was unknown. The reporter considered cystitis, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2012, the procedure was uneventful. There was evidence of fibrosis in the left broad ligament consistent with essure perforation through the tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysfunctional uterine bleeding, dysmenorrhea, dyspareunia, fallopian tube perforation. Most recent follow-up information incorporated above includes: on 29-mar-2018: medical records received. Events per mr: "fallopian tube perforation" was added. Patient's medical history was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforation through the tube"), device dislocation ("migration of essure device") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic adhesions (vesicouterine adhesions) and caesarean section. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included pelvic pain, paratubal cyst (cyst on ovaries; para tubal cyst) since 2004, endometriosis, cervicitis and nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection: bladder"), urinary tract infection ("infection: urinary"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, dysmenorrhoea, fatigue and dyspareunia outcome was unknown. The reporter considered cystitis, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2012, the procedure was uneventful. There was evidence of fibrosis in the left broad ligament consistent with essure perforation through the tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysfunctional uterine bleeding, dysmenorrhea, dyspareunia, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: update of quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforation through the tube"), device dislocation ("migration of essure device") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic adhesions (vesicouterine adhesions) and caesarean section. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included pelvic pain, paratubal cyst (cyst on ovaries; para tubal cyst) since 2004, endometriosis, cervicitis and nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection: bladder"), urinary tract infection ("infection: urinary"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, dysmenorrhoea, fatigue and dyspareunia outcome was unknown. The reporter considered cystitis, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2012, the procedure was uneventful. There was evidence of fibrosis in the left broad ligament consistent with essure perforation through the tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysfunctional uterine bleeding, dysmenorrhea, dyspareunia, fallopian tube perforation. Most recent follow-up information incorporated above includes: on 20-jun-2018: quality safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforation through the tube"), device dislocation ("migration of essure device / migration of essure device- location of through the tube") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic adhesions (vesicouterine adhesions) and caesarean section. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included pelvic pain, paratubal cyst (cyst on ovaries; para tubal cyst) since 2004, endometriosis, cervicitis and nickel sensitivity. Concomitant products included amfetamine sulfate (amphetamine salts) for fatigue as well as cilest (tri-sprintec) since 2014. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), cystitis ("infection: bladder"), urinary tract infection ("infection: urinary"), dyspareunia ("dyspareunia (painful sexual intercourse)"), tooth disorder ("dental problem") and rash ("allergic or hypersensitivity reaction type: rashes"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, dysmenorrhoea, fatigue, dyspareunia, tooth disorder and rash outcome was unknown. The reporter considered cystitis, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, rash, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2012, the procedure was uneventful. There was evidence of fibrosis in the left broad ligament consistent with essure perforation through the tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysfunctional uterine bleeding, dysmenorrhea, dyspareunia, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received. Reporter information, concomitant drug were added. New events, dental problem and rashes were added. Event migration of essure device- location of through the tube clubbed with previously reported event and pain added as symptom of fallopian tube perforation. Events onset date were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.